Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation of sample. The following information was provided by the initial reporter: specimen collection details: details of specimen collection not known. Estimated time from sample collection to sample received was about 3-4 hours from collection time. Specimen processing: sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota, swing bucket, 3300 rpm for 10 minutes. Has requested for a redraw. The redraw was done ~3 days after the 1st draw. This time, the gp had also collected an edta tube. Specimen was sent within 3-4 hours and processed with the same centrifugation protocol. Lab manager noted the same outcome for sst tube. Then requested for patient to have his/her specimen collected. This was ~3-4 days after the 2nd draw. Specimen processed with the same centrifugation protocol and the gel separation was good. Lab manager also noted that other samples from the same gp, drawn in the same lot no (8120636 ) had no gel separation issue. No information on patient condition was given. Clinical specialist have inquired if there were any abnormality in the 3rd draw result, to which waiting for lab manager¿s reply.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation of sample. The following information was provided by the initial reporter: specimen collection details: details of specimen collection not known. Estimated time from sample collection to sample received was about 3-4 hours from collection time. Specimen processing: sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota, swing bucket 3300 rpm for 10 minutes has requested for a redraw. The redraw was done ~3 days after the 1st draw. This time, the gp had also collected an edta tube. Specimen was sent within 3-4 hours and processed with the same centrifugation protocol. Lab manager noted the same outcome for sst tube. Then requested for patient to have his/her specimen collected. This was ~3-4 days after the 2nd draw. Specimen processed with the same centrifugation protocol and the gel separation was good. Lab manager also noted that other samples from the same gp, drawn in the same lot no (8120636 ) had no gel separation issue. No information on patient condition was given. Clinical specialist have inquired if there were any abnormality in the 3rd draw result, to which waiting for lab manager¿s reply.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for abnormal barrier separation with the incident lot was not observed. Gel separation in the photo presented, meets the expectations. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for abnormal barrier separation with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.